Event description:
Hernia repair I believe was gore-tex type mesh. I have had continued health problems since. I have been to several doctors one of which drew bloody fluid from my abdomen -almost a quart- and said it would heal, but it has not. Another surgeon said I would have to have abdominal reconstruction which would be very dangerous. I am at the end of my rope. Can you help with info on any recalls of goretex or other hernia repair patches. The original surgeon said I had the largest patch he has ever performed. It covers my entire abdomen. Thank you. Dates of use: (B)(6) 1997 -- (B)(6) 2009. Diagnosis or reason for use: ventral hernia.

Event description:
Reporter alleged obtaining the results of 12 mg/dl, 48 mg/dl and 72 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.